Event description:
It was reported that during the implant attempt, good lead measurements were not seen on the right ventricular lead and there was noise. The lead had no sensing, the lead impedance was low, and the physician had difficulty retracting the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.